Event description:
It was reported that the patient had an implant of inflatable penile prosthesis (ipp) device and is now experiencing a mechanical failure of the ipp along with stiffness. After inflating the ipp to the maximum, it is not meeting the needs of the patient and the patient is dissatisfied and unable to have sexual intercourse. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test and failed activation test. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had an implant of inflatable penile prosthesis(ipp) device and is experienced a mechanical failure of the ipp along with stiffness. After inflating the ipp to the maximum, it was not meeting the needs of the patient and the patient was dissatisfied and unable to have sexual intercourse. The patient had a surgical procedure to revise the ipp. A patient outcome of stable was reported.